Event description:
As reported, during a laparoscopic simulation practice, a optifix straight fixation device was used to fixate bard mesh. It was reported that a broken fastener was noted and removed. It was also reported that the device became jammed and the tip was bent. A capsure device was used to complete the simulation procedure. There was no reported patient involvement.

Manufacturer narrative:
As reported, optifix straight device deployed broken fastener, device jammed and tip bent. The image provided shows the distal end of the cannula on a fixation device looking down into the cannula opening. The next fastener to deploy appears to be exposed beyond the cannula opening. The subject device is available for evaluation, however, at this time has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿. Addendum: this supplemental MDR is submitted to document the sample evaluation results. Evaluation of the sample finds for bent backup tabs. The reported and found deployment issues are known results of bent backup tabs. The components are found to be bent from applied forces when in use. No manufacturing anomies were found. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during a laparoscopic simulation practice, a optifix straight fixation device was used to fixate bard mesh. It was reported that a broken fastener was noted and removed. It was also reported that the device became jammed and the tip was bent. A capsure device was used to complete the simulation procedure. There was no reported patient involvement.

Manufacturer narrative:
As reported, optifix straight device deployed broken fastener, device jammed and tip bent. The image provided shows the distal end of the cannula on a fixation device looking down into the cannula opening. The next fastener to deploy appears to be exposed beyond the cannula opening. The subject device is available for evaluation, however, at this time has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.